Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. False alarm: no further details were provided. Data logs nor product were available for investigation. Since limited clinical details were provided and data logs nor product were returned for investigation, the cause of the false alarm could not be determined. Respiratory failure: the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella 5.5 support after aortocoronary venous bypass (acvb) developed acute respiratory distress syndrome (ards) and the 5.5 alarmed impella in aorta. The impella was checked several times via transthoracic echocardiogram, and it was always in good position. The doctor stated that the 5.5 was working effectively and there was no issue with therapy. The impella position alarm was disabled. It was further reported that the patient care was withdrawn and the patient expired.